Event description:
A user facility reported that a piece of metal was found in the patients eye after surgery. Additional information has been requested but not received.

Manufacturer narrative:
Additional information, including product lot number, has been requested but not received. Product is not available for evaluation. The investigation is ongoing.

Manufacturer narrative:
Additional information, including product lot number, has been requested but not received. Product is not available for evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.